Manufacturer narrative:
(B)(4) - the intraocular lens (iol) was received and inspected at the manufacturing site. Results showed an optic cut in 2 pieces with one haptic missing. Using an illuminated microscope at 12x magnification a crease was not detected. A partial cut was observed in the center of the optic in the direction of the folding line. It appears the lens was pressed into the insertion system with a sharp object which started cutting into the optic. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is included in this report.

Event description:
It was reported by the surgeon that during the patient's post operative visit he observed a crease in the middle of the intraocular lens optic. He stated this was causing visual disturbances for the patient that she could not tolerate and the lens was explanted.